Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. Certification of analysis was reviewed and no inconsistencies were noted in the strength of the suture. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor implanted the angio-seal vip 6fr anchor in the vascular wall, remaining well located, then they took the collagen to the arteriotomy, but the mechanical seal was not well attached. The anchor came off and they had to discard the angio-seal. The believed that the mechanical seal did not fit properly, possibly because the suture failed to stabilize the anchor and collagen bond. The doctor stated that the thread system had broken. There was no harm to the patient. Additional information was received on 21october2020: the doctor felt that the suture broke. Additional information was received on 21october2020: the doctor noticed that the suture did not achieve anchoring and clamping stability of the collagen. The doctor saw instability and poor coupling of the whole. Additional information was received on 23october2020: the doctor confirmed that there was no embolization of the anchor and that all parts of the device simply come out of the patient. The anchor was left outside the lumen of the artery, but in the superficial soft tissues. Additional information was received on 26october2020: the anchor remained in the subcutaneous tissue. The patient suffered a pseudoaneurysm that had to be embolized with thrombin, without major problem. Manual compression was required to achieve hemostasis, without experiencing any adverse results to date and the patient remained stable.